Event description:
It was reported that a bent blade occurred. A 10mm x 3.50mm wolverine coronary cutting balloon was used to dilate a moderately calcified target lesion and on the third inflation at 16 atmospheres for 30 seconds, the blade was damaged (bent). The lesion was not inflated properly. The procedure was completed and no patient complications were reported in relation to this event.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: a visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit and positive pressure was applied, the balloon was inflated to its rate of burst pressure of 12atm without issue. The inflation device was verified at 12atm (atmospheres), before and after use. No issues were identified with balloon the balloon material. A microscopic examination identified that one of the blades of the device was bent. This type of damage is consistent with excessive force being applied to the device when encountering resistance. No issues or damage was noted to any of the other blades of the device. All blades and blade pads remained fully bonded to the balloon material. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the markerbands. A visual and tactile examination found that the shaft was free from damage. No issues were noted which may have potentially contributed to the complaint incident. No other issues were identified during the product analysis.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that a bent blade occurred. A 10mm x 3.50mm wolverine coronary cutting balloon was used to dilate a moderately calcified target lesion and on the third inflation at 16 atmospheres for 30 seconds, the blade was damaged (bent). The lesion was not inflated properly. The procedure was completed and no patient complications were reported in relation to this event.